Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow up attempts were made by tandem technical support, however, the customer did not respond. The customer's blood glucose was in the range of 100-300 mg/dl.